Manufacturer narrative:
A1-a4: patient information not provided. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas) serial number (B)(6), and the patient¿s outcome could not be conclusively determined through this evaluation. It was reported that the patient expired. Although the cause of death was reported as unknown, the patient¿s outcome was not considered to be device or therapy related. An autopsy was not performed, and the device was not explanted for evaluation. It was communicated that due to patient privacy laws, the managing hospital would not communicate any further patient outcome information. The heartmate 3 lvas instructions for use lists potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU, rev. G is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including death, that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away. The cause of death was unknown. Based on a review of available patient¿s record and a request for patient outcome, there were no device issues at the time of the patient outcome. The outcome was not considered to be device or therapy related and no autopsy was performed. The device was not explanted.